Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection revealed one bubble, but no crack, in the notch area next to the sense b electrode. Setscrew marks were in the correct location on the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 70 millimeters from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed oversensing of noise.

Event description:
It was reported that this electrode was suspected to be fractured. Episodes of oversensing of noise were observed, and noise was able to be reproduced through testing. An x-ray performed did not show any obvious signs of damage or improper insertion of the electrode. No changes have been made and the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this electrode was suspected to be fractured. Episodes of oversensing of noise were observed, and noise was able to be reproduced through testing. An x-ray performed did not show any obvious signs of damage or improper insertion of the electrode. No changes have been made and the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode was suspected to be fractured. Episodes of oversensing of noise were observed, and noise was able to be reproduced through testing. An x-ray performed did not show any obvious signs of damage or improper insertion of the electrode. No changes have been made and the electrode remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.